Event description:
It was reported that screw head got disconnected from the screw during insertion, and another screw had to be used. Screw was inserted according to operating technique guide with consultant present. The plastic holding sleeve was used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of birth: 1968. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the entire first thread broke off under formation of a splinter. A possible cause for the loosening of the head is the damage of the edge of the bone screw, which has an important function for the secure retention of the screw head. We think that the bracket casing was not tightened strongly enough in the prime lock and/or the connection loosened during insertion through increased friction between external and internal bracket casing. This, in combination with high side powers on the screw by the soft part drag, could have led to the observed damage. However, a review of the device history records has been requested.